Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the grandmother that the customer tried to prime the line and was stuck in a priming lop. Customer was able to get it working on the third try. Customer was at school and will have to call back tonight to troubleshoot. Customer requested replacements of the reservoirs and infusion sets she used during this issue. Customer called back to complete troubleshooting. Customer stated that she was unable to exit the preparing to prime loop. Customer was disconnected. Customer stated that she did not receive a 2nd series of beeps nor did the numbers appear on the screen. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.